Manufacturer narrative:
A visual inspection was performed on the returned device. The reported activation failure was confirmed. The reported material rupture could not be tested as the stent delivery system was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar complaints from this lot. A conclusive cause for the reported difficulties could not be determined; however, the subsequent unexpected medical intervention (additional therapy/non-surgical treatment) appears to be related to the operational context of the procedure. Factors that may contribute to material ruptures include, but are not limited to, material damage, inflation technique, interaction with accessory devices, lesion calcification and tortuosity or insufficient preparation prior to use. Factors that may contribute to an activation failure including expansion failures include, but are not limited to, inflation technique, contrast concentration, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. In this case, without the stent delivery system to examine, the reported difficulties could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported the procedure was to treat a mildly calcified and tortuous lesion in the mid left anterior descending (lad) artery. A 3.0x40mm non-abbott stent was implanted however a perforation occurred. A 2.80x19mm graftmaster stent delivery system (sds) was advanced to the implanted stent; however during inflation at 12 atmospheres, the stent appeared to be slightly stretched and would not expand. After several inflations, it was noted the balloon was leaking contrast from the distal end. The sds was removed and a 1.50x15mm balloon was advanced into the stent graft. The balloon was inflated slightly however it did not unfold therefore it was exchanged for a 3.0x15mm balloon. The balloon was inflated inside the stent graft however the stent still would not expand. The balloon was repositioned at the distal end of the stent graft and inflated. The balloon was retracted bringing the stent graft with it to the proximal lad. The balloon catheter was carefully retracted with the stent and removed from the patient. The procedure was completed after removing the stent. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.